Event description:
During follow-up, the device was found to be in backup vvi mode. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received in backup mode and review of the device image show it was caused by code corruption. Initial inspection of the device revealed a cautery mark on the can which damaged some device image data; therefore, all device image data could not be extracted. After installing a new battery and re-loading the product code, the pacer exhibited normal functionality with normal results. The device projected longevity was calculated based on nominal settings to be 9.14 years implant duration was 11.37 years which exceeded projected longevity by 2.23 years and it is considered normal battery depletion.